Event description:
Noise was observed on the egms; a lead fracture or inner conductor insulation break was suspected. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.